Manufacturer narrative:
The device was not available for return. An event regarding size/fit issue involving an unknown inserter was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation:not performed, no surgical delay reported and no adverse consequences to the patient were reported. -device history review: not performed as the device details are unknown. -complaint history review: not performed as the device details are unknown conclusions: the exact cause of the event could not be determined because insufficient information was provided. Return of the device is needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Surgeon implanted a restoration modular stem and head. Upon insertion of the 18mm conical stem it was noted that the threads of the stem where it connects to the inserter were in question - questionable fretting - questionable seeming cross threading of the stem so surgeon removed said 18mm stem and replaced with larger 19mm. No delay in surgery and surgery completed without further incident or any adverse consequence to patient as a result of 18mm stem swap.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown stem inserter. A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon implanted a restoration modular stem and head. Upon insertion of the 18mm conical stem it was noted that the threads of the stem where it connects to the inserter were in question - questionable fretting - questionable seeming cross threading of the stem so surgeon removed said 18mm stem and replaced with larger 19mm. No delay in surgery and surgery completed without further incident or any adverse consequence to patient as a result of 18mm stem swap.